Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that some time post feeding tube placement during exchanging the catheter, the bumper allegedly came off. It was further reported that the bumper left in the patient body was removed using endoscope. The health injury to the patient was unknown.

Event description:
It was reported that some time post feeding tube placement during exchanging the catheter, the bumper allegedly came off. It was further reported that the bumper left in the patient body was removed using endoscope. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one ponsky device returned in three segments was returned for evaluation. Gross visual and microscopic visual testing were performed. The investigation is confirmed for detachment issue as the ponsky dome was noted to be separated from the distal end of the catheter segment. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) found that the product labeling was inadequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.